Event description:
It was reported that the burr detached. A 1.50mm rotalink plus was selected for a rotational atherectomy procedure. During preparation upon unpacking, it was noted that the tip of the rotablator burr was broken off . Another of the same device was used to complete the procedure. No patient complications were reported.